Manufacturer narrative:
A visual evaluation of the returned sample noted that the balloon was circumferentially torn and separated into two pieces with a portion of the balloon attached to the catheter. The complaint investigation has been confirmed. A longitudinal tear was noted in the detached portion of the balloon. This is consistent with previously viewed samples of a balloon burst. The most likely root cause for this failure is that the balloon tore longitudinally when the end user got the balloon hung up on the stent as he attempted to cross the lesion. When an attempt was made to remove the balloon, it became bunched up on the sheath causing the circumferential tear. Prior to release the balloons are 100% inspected. During this process every balloon is inflated, the od of the balloon is measured, and the balloon is submerged in a tub of water to verify that the balloon does not leak. As no lot number was provided a ship history for the five months prior to the event date was conducted on the reported catalog number. The lot history records were reviewed for any abnormalities that may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. During a review of angiodynamics complaint database for the profiler family, there was no current adverse trend noted in the "balloon burst" failure mode. (B)(4).

Event description:
As reported by the end user on (B)(6) 2010, they ballooned highly calcified lesions in both iliacs while performing an iliac percutaneous transluminal angioplasty. The balloon got "hung up on the stent when he tried to cross the lesion." When end user went to remove the balloon, he was unable to do so as balloon tore circumferentially and bunched up at the sheath. Vascular surgeon was notified and balloon and sheath were removed via cut-down. No further medical intervention was required and the patient is fine.